Manufacturer narrative:
Additional information was received that 24 hours post trial procedure the patient developed an intense headache, cervical pain and rigidity with passive movement. The csf appeared to be leaking due to tunneling of the leads. The patient's symptoms were compatible with csf hypotension secondary to csf fistula. The patient required rest and hydration and due to the persistence of symptoms the patient withdrew from the trial and the devices were explanted. The event resolved on (B)(6) 2013.

Manufacturer narrative:
Additional information was received that the patient was experiencing headaches due to the csf leak. The csf leak occurred prior to the ipg implant procedure.

Event description:
A report was received that after the initial study procedure, the patient experienced a life threatening csf leak. The patient was given medication and the patient's ipg was explanted. The event was related to the study procedure but unrelated to the study device. The event has resolved.

Manufacturer narrative:
Additional information was received that the csf leak occurred prior to the ipg implant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2316-50 serial/lot:(B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that after the initial study procedure, the patient experienced a life threatening csf leak. The patient was given medication and the patient's ipg was explanted. The event was related to the study procedure but unrelated to the study device. The event has resolved.

Event description:
A report was received that after the initial study procedure, the patient experienced a life threatening csf leak. The patient was given medication and the patient's ipg was explanted. The event was related to the study procedure but unrelated to the study device. The event has resolved.

Event description:
A report was received that after the initial study procedure, the patient experienced a life threatening csf leak. The patient was given medication and the patient's ipg was explanted. The event was related to the study procedure but unrelated to the study device. The event has resolved.